Event description:
Customer called stating her insulin pump alarmed motor error. She also believes the force sensors inside are going bad. Customer's blood glucose is 124 mg/dl. She stated insulin squirts out during the prime process. The device alarmed a different alarm, but she cannot check the history because the device is now alarming motor error. The motor error occurred during the rewind and prime process. Customer stated she went swimming and put the device in a zip lock bag inside a cooler. She says the device was not wet. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm for a loose drive support disk and no prime anomaly could be verified due to the motor error alarm. The insulin pump had a protruded and loose drive support disk, a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.